Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the power fault was a single software occurrence and could not be reproduced during in-house system testing. The "auto power off" feature powers off the device when there has been no interaction with the device for 15 minutes, it is using an external battery, and the ventilator is in stand-by mode. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was in standby mode and not in use, the auto-power off function was enabled and the device would not power on. There was no patient injury reported as a result of this incident.